Event description:
It was reported that the ilet displayed error code 38 with repeated ¿unable to proceed¿ alerts during cartridge change attempts, and guided restarts and rewinds were unsuccessful, indicating a failure to infuse due to a stalled motor; the device screen remained usable, there were no injuries, and a replacement was arranged, with the original to be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem consistent with a motor-related component issue leading to a consecutive motor stall and failure to infuse, implicating the motor assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.